Event description:
It was originally reported that the patient lost a lot of weight and his neurostimulator was "sticking out". His physician examined it and said it was fine. Additional information indicated the patient again visited his physician. The patient had surgery to relocate the device to a new location. The patient was no longer having problems with his device system.

Manufacturer narrative:
(B) (4).